Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And exchange from textured to smooth implants, due to the patients concern with the products. Later healthcare professional also reported, "hole non-specific". Device was explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And exchange from textured to smooth implants, due to the patients concern with the products. Later ,healthcare professional also reported, "hole non-specific". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed, wear abrasion observed, mold like appearance is inside of the device, mold like appearance are outer of the device. No further actions are required, as no manufacturing issues are observed.